Event description:
Reportedly, the patient went to hospital because of dizziness and discomfort. The pacemaker could not be interrogated by the programmer: warning messages saying to reposition the telemetry head or to reset the device were displayed on the programmer screen. The physician tried to reposition the head and to reset the device, without success, although the programmer can interrogate other pacemakers without any issue. A magnet test showed that a dysfunction of the subject pacemaker, which was thus replaced. Preliminary analysis showed that, based on available data, normal battery depletion occurred (based on hrs guidelines). Preliminary analysis of the returned device did not show any anomaly.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190212 - file-2018-03840 - analysis_and_closure_report_resp-2018-01846.pdf].

Event description:
Reportedly, the patient went to hospital because of dizziness and discomfort. The pacemaker could not be interrogated by the programmer: warning messages saying to reposition the telemetry head or to reset the device were displayed on the programmer screen. The physician tried to reposition the head and to reset the device, without success, although the programmer can interrogate other pacemakers without any issue. A magnet test showed that a dysfunction of the subject pacemaker, which was thus replaced. Preliminary analysis showed that, based on available data, normal battery depletion occurred (based on hrs guidelines). Preliminary analysis of the returned device did not show any anomaly.